Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported high blood glucose of 439 mg/dl and subsequent hospitalization for overnight. Troubleshooting was performed and the customer was diagnosed with diabetic ketoacidosis. No further complications were reported. The product will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Concomitant products have been provided with this report in section d10.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2022. The current blood glucose was 163 mg/dl. The customer was treated with intravenous insulin drip. The auto mode feature was inactive at the time of event.

Manufacturer narrative:
(B)(4). Customer returned device for an alleged blank display and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on (B)(4), svn#: 000311524823 - customer returned device for an alleged high bgs and sensor glucose/blood glucose (sg/bg) anomaly found on july 24, 2020. The device powered up properly after battery installation. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and at 0.08705 inches. The device was monitored for several hours and no blank display noted. The device was programmed with contour next test glucose meter. The device connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. Device the device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No sensor glucose/blood glucose (sg/bg) anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:32:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 19:03:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:37:25.000 and replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:37:25.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 1:22:00 pm. There was no power data available for the date of (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert and replace battery now alarm. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Blank display was not confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Sensor glucose/blood glucose (sg/bg) anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.